Event description:
On (B)(6) 2012, the lay user/patient's pharmacist contacted lifescan (lfs) (B)(6) alleging the onetouch verio iq meter read inaccurately high compared to a laboratory device. The patient's pharmacist did not provide any blood glucose values. The patient's pharmacist stated the patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. (Serial #) information was not provided.